Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Device distributor reported on behalf of the home care user that the adhesive would not stick after the second or third day of use, starting approximately 2 weeks prior to the report. It was reported that the blood sugar levels were affected but no values were provided. The patient required manual injections as well as bolus insulin. No ketones were produced. The patient changed the supplies and resumed insulin therapy. No injuries occurred. Related to MFR # 2183502-2016-01371, 2183502-2016-01372, 2183502-2016-01373.